Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a dislodgment of the right atrial (ra) lead was discovered. The lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.